Event description:
Postoperatively transthoracic echocardiogram showed limited motion of one leaflet. At the time of the echocardiogram the pt was taking sintrom (acenocoumarol) for anticoagulation with an inr of 2.47. It is unk when sintrom was initiated. The pt had preoperative diagnoses of mitral stenosis, atrial fibrillation, thrombus in the left atrium, and right hemiparesis. The pt remains hospitalized, but stable, under anticoagulation therapy and the valve remains implanted.

Manufacturer narrative:
The results of this investigation are inconclusive since the device was not returned for analysis and no additional info was received. There was no evidence found to suggest the leaflet impediment was due to an instrinsic defect in the valve, as supported by the review of the mfg traveler. The cause of the impeded leaflet observed on echocardiogram remains unk.